Manufacturer narrative:
The instrument was requested to be returned, but it has not yet been received by isi for evaluation. Therefore the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the instrument log for the large clip applier instrument (pn# 470230-12 lot# n10190703-0085) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4) for 15 seconds. The alleged event occurred on the 50th use with 50 uses remaining of the instrument. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. No photographic images or videos have been provided to date. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted hiatal hernia procedure, it was reported that the large clip applier instrument did not grip the clip to the fabric as there was no gripping force. A backup instrument of the same type was used and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) has performed multiple follow-ups to request additional information. However, as of the date of this report, no further details have been obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was found to have multiple input disks broken and cracked. Input disk #6 was found completely detached from the base of the housing. The broken input disk was returned with the instrument. Hairline cracks were found on grip input shaft #7. No cables showed any signs of fraying or breakage. As a result, the instrument could not engage properly with the sterile adapters on the test system. The root cause is typically attributed to the mishandling / misuse, most commonly caused by improper cleaning/reprocessing techniques. For clarification, the instrument was unable to perform a clip test due to the inability to engage properly with the sterile adapters on the test system.

Event description:
Refer to h10/h11 for follow-up information.